Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was found to have one blade broken at the base. A piece approximately 0.3150" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. The teflon pad was damaged. And found to be torn at the distal end of the pad. A piece measuring approximately 0.0520" was missing.

Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure the tip of the harmonic ace instrument broke. A fragment fell inside the patient and was retrieved during the same procedure which was completed robotically using a backup harmonic ace instrument.